Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of the onset of the peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics. The recovery from the peritonitis event and action taken with dianeal therapy were not reported. At the time of this report the patient remained hospitalized. No further information available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.